Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 1065 mg/dl and current blood glucose value was 600 mg/dl. The customer was not wearing the insulin pump during the hospitalization. Customer stated that there were air bubbles in the tubing and reservoir. The insulin pump will not be returned for analysis.